Event description:
Gyrus acmi halo pks cutting forceps stopped working during case. This device was replaced with a "like" device which functioned without incident for the remainder of the case. Reason for use: laparoscopic assisted vaginal hysterectomy.